Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the instrument channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of urf-v3 chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of urf-v3 chapter 5 ¿reprocessing the endoscope¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited residual liquid or foreign material out of channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; water tightness was lost due to a pinhole on channel tube, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the bending angle in up direction did not meet the standard value due to wear of angle wire, an abnormal sound was made due to damage on angulation lever, the control unit was sticky due to water leakage, and the video cable had a scratch. The customer could not identify the foreign material. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air, water and detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.